Event description:
It was reported that a patient underwent a full replacement surgery due to the patient falling on her generator. The physician indicated that the patient had fallen on her generator which had caused some type of device issue. After the patient underwent the full replacement, diagnostics were reportedly within normal limits. During a periodic review of the programming history database, it was identified that high impedance had occurred prior to the patient's replacement. A review of the manufacturing record for the generator confirmed it had passed all quality inspections prior to release for distribution. No additional relevant information has been received to date.